Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited inappropriate therapy in which the patient received 13 total shocks. Technical services (ts) indicated that it may have been caused by rapid ventricular response (rvr) due to atrial arrhythmia and recommended reprogramming and ra lead evaluation. No additional adverse patient effects were reported. This device remains in service. Additional information was received that this ICD and ra lead exhibited atrial undersensing and high atrial threshold. As a result, programming changes were made. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited inappropriate therapy in which the patient received 13 total shocks. Technical services (ts) indicated that it may have been caused by rapid ventricular response (rvr) due to atrial arrhythmia and recommended reprogramming and ra lead evaluation. No additional adverse patient effects were reported. This device remains in service.